Manufacturer narrative:
The returned device was evaluated and the inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The adhesive pad was not returned with the device. The adhesive welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The exposed portion of the soft cannula was found to be stretched and deformed. Although the cannula was damaged, fluid was able to flow through the fluid path. The data downloaded from the device did not show any signs of a failure to deliver insulin. The timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 359 mg/dl. In addition the pod was leaking during wear and the pod adhesive failed to adhere. As treatment, the patient applied a new pod and administered a bolus of 5.5 units of insulin. The patient's blood glucose history are as follows: (B)(6).